Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent inadequate apposition, bradycardia and death occurred. Vascular access was obtained via the right femoral artery. The non totally occluded, 28mm in length, 7mm in diameter target lesion was located in the non tortuous and non calcified posterior descending artery. After a 0.035 inch guidewire crossed the lesion, a 6mmx27mm express vascular ld stent was advanced to treat the lesion. However, during deployment, it was noted that the stent would not inflate completely. The proximal part of the stent would not inflate and only the distal part was inflated. The stent delivery system balloon was smoothly inflated 3 times at 8 atmospheres for 6 seconds and 10 seconds but it has the same result. Subsequently, the device closed the cardiac output of the patient and the patient died.